Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, weak water supply. The event occurred during an unknown event. The procedure was unknown. The customer stated that there was no washing machine and the cleaning and disinfection was done by hand and that could have contributed to the issue. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to clogging of nozzle, water supply volume does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; bending section cover or distal sheath rubber has a scratch; adhesive on bending section cover or distal sheath rubber has white-clouded area; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; adhesives around objective lens has white-clouded area; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.